Event description:
It was reported that the patient was seen with a high lead impedance. The surgeon elected to fully explant the vns system. The suspect device has not been received to date. No other relevant information has been received to date.